Event description:
The customer reported that the signal to the system's monitor dropped out and the monitor would shake. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The inner housing connector on the interconnect cable was reseated. The system was tested and found to be working as intended and put back into service.